Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that the pressure on the insufflator was not maintaining 12 mmhg and dropped to 4 mmhg. After the system was restarted, the pressure stabilized and remained at 12 mmhg. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the robotics coordinator and confirmed that the insufflator functioned as expected after rebooting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.